Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 503458 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient was experiencing pacemaker syndrome and congestive heart failure symptoms. Upon interrogation, it was determined that the right atrial (ra) lead exhibited no capture and maximum output, far field r wave oversensing, and p-wave undersensing. The lead was capped and replaced no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.